Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer was new to the pump and was working with healthcare provider to program the correct settings. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.